Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in clinic, loss of capture was observed. Programming changes were made. The device was explanted and replaced. No symptoms were reported.

Manufacturer narrative:
The reported field event of loss of capture was not confirmed in the laboratory. The device was tested on the bench using test leads and resistor loads and no anomalies were found.